Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i71000861, serial/lot #: -, ubd: , UDI#: h3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the there was a black pendant screen. The system booted up with a black pendant screen. After reboot the system stated the user needed to re-calibrate home (press "m" and gantry door open button). It was recommended replacing the image acquisition system (ias) power tray to resolve the issue. There was no patient involvement.

Manufacturer narrative:
H3: a manufacturer representative went to the site to test the equipment. In summary, hardware parts were replaced. Codes fdm b01, fdr c02, fdc d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. A medtronic representative (rep 1) reported there was another instance of the black pendant screen on first boot up after they pressed the reset button to complete initialization. They hard shut down the ias, unplugged everything (umbilical, power radiation key), and rebooted thereafter. The system booted and required motion calibration. They began motion calibration, then opened door midway through, and completed calibration and proceeded with use of the imaging system. Another medtronic representative (rep 2) called to report another instance of the pendant showing a black screen. Rep 2 reported that the mobile view station (mvs) booted up properly. Rep 2 also reported that after rebooting the system, the complaint was resolved.